Event description:
Pt underwent spinal fusion procedure on 11/5/92. On 8/1/94, pt underwent add'l procedure and partial removal of instrumentation. Solid fusion was found at l2-l4. Screw fractured at s1. The dr stated "the need for repeat surgery is entirely based on her pain because of the failure of the fusion."